Event description:
It was reported that there was a loss of mechanical ventilation during a case due to battery failure. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: no patient information provided to date after calls to end user 06/18/26 and 06/26/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.